Event description:
Customer reported that the insulin gauge on the pump displayed an unexpected fill estimate, specifically showing amounts of 13 and 11 units, while the expected fill should have been between 100-150 units. There was no adverse impact to the customer's blood glucose level. During follow-up, customer was provided instructions on removing air from the cartridge before filling and loading a new cartridge. Customer understood the guidance and cts assisted in walking through the steps of filling and loading a new cartridge.